Manufacturer narrative:
The customer's allegation was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use ligating device failed upon initial clinical use. The polyloop handle broke off with the loop stuck on the polyp and they could not get the loop off the polyp. Although they did not have a loop cutter to cut the loop, it was able to be removed by moving the scope around and the loop became unstuck. The issue was found during an unspecified procedure. There were no reports of patient harm.